Event description:
Boston scientific received information that two days post implant, this right ventricular (rv) lead revealed high thresholds and a loss of capture (loc) during device testing at a routine follow up visit. It was noted that this patient is not pacemaker dependant and did not experience any asystole or pacing inhibition greater than two seconds. The position of the lead was checked and it appeared to have moved. A lead perforation was suspected. A revision procedure was performed and the lead was successfully reposition. No cardiac tamponade was found during the revision procedure. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.